Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
At the initial activation in situ measurements revealed multiple affected channels. Hearing performance with the device is affected. In addition, when the implant site or coil is touched the recipient perceives extraneous sounds. There is no report of an accident or trauma. If the recipient has no benefit from the device re-implantation might be considered.

Event description:
At the initial activation in situ measurements revealed multiple affected channels. Hearing performance with the device was affected. In addition, when the implant site or coil was touched the recipient perceived extraneous sounds. As per additionally received information, following review of diagnostic imaging performed, it was decided to re-insert the electrode. The electrode array was successfully re-inserted and in situ measurements showed all channels with normal impedance.

Manufacturer narrative:
Additional information: based on received information, the active electrode array was found outside of the cochlea, as confirmed by post-operative diagnostic imaging. A re-insertion surgery was successfully performed. The device remains implanted and in use.

Manufacturer narrative:
Additional information: based on received information, the reason for the high impedances observed at activation could not be determined. An investigation of the explanted device may be necessary for root cause determination. Diagnostic imaging as well as re-implantation are being considered. However, no confirmation has been yet received.

Event description:
At the initial activation in situ measurements revealed multiple affected channels. Hearing performance with the device is affected. In addition, when the implant site or coil is touched the recipient perceives extraneous sounds. There was no report of an accident or trauma. Diagnostic imaging is planned. If the recipient has no benefit from the device re-implantation might be considered.